Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to login the application. A field service engineer acknowledged the customer, then the customer was able to load rss 4.12 into the med application to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had, after the reboot application not launched. The customer stated that it prevented the user from obtaining medication. There was no delay in patient care. There were no adverse events or injuries reported based on this incident.